Event description:
It was reported that the patient had a history of recurrent pericarditis. The physician suspected it may have been secondary to lead perforation into the pericardial space. The decision was made to watch conservatively. The lead was later explanted and replaced at time of normal device change out for eri.

Manufacturer narrative:
A lead tip stiffness test was performed and the lead was found to be within specification.